Event description:
Sorin group (B)(4) received a report that a power supply failed, causing the ECMO roller pump to turn off. The pump had been primed earlier and was supported by a battery backup ups while in transit to the ICU. The pump was restarted after plugging into the mains power supply. Five minutes after unplugging the circuit from the mains power supply, the ups failed again. The equipment was removed from service. This occurred during prime, there was no patient involvement.

Manufacturer narrative:
The incident occurred during prime. There was no patient involvement. Sorin group (B)(4) manufactures the s3 console. The e/p pack is a component of the console. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a power supply failed, causing the ECMO roller pump to turn off. The equipment was removed from service and evaluated by the (B)(6) electronics personnel. The e/p pack was removed and switched on. It was observed that slightly flexing the cable leading to the circuit board adjacent to the batteries caused the pack to switch off completely with no alarms. No further testing was deemed necessary by the investigators. Sorin group deutschland has been notified of the medical electronics test results. Additional information will be forwarded in a follow-up report when available. There was no patient involvement. The incident occurred during prime. The facility filed a vigilance report with the country's competent authority. This medwatch report is filed as a result of this action.